Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to maybe get her "battery" changed out. The patient was thinking of getting a newer model because their current implant takes forever to charge. The patient mentioned it takes them 4-5 hours to charge completely and that they have to charge every single day. The patient had been noticing this for a year or so off and on. They tried to be patient and charge more often, but in the last 6 months charging had taken forever. The patient stated they do not have a managing healthcare provider (hcp) at this time. They were seeing a neurologist for the issue, but did not want to give out the name until deciding if they would have the battery replaced. No symptoms were reported. No further complications were reported or anticipated.